Event description:
In 2009, the patient reported an elevated blood glucose reading at 9am of 143 mg/dl. She took a .5 unit bolus of insulin and at 9:30am, she changed the pigtail on her insulin infusion set. At 10am, her reading was 104 mg/dl. She ate breakfast for which she bolused 3.5 units of insulin. She did not eat lunch and at 1pm, her reading was 441 mg/dl. She bolused 1.0 unit and at 2pm, her reading was 449 mg/dl. She again bolused 1 unit of insulin and at 3pm, her reading was 453 mg/dl. She bolused another unit of insulin. Symptoms are frequent urination. Troubleshooting did not find any product issues. The patient stated she has difficulty finding good sites due to several surgeries. She said she tried to avoid those areas. She was advised to change her pigtail. The patient successfully changed and primed her pigtail. On follow up with the patient the next day, she stated her blood glucose readings are back within her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.